Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-15. The patient called back inquiring about the same information already reported. Patient services recommended that the patient have their employer call since the patient did not have much information regarding the electric motor or radio waves. Additional information was received from the patient on (B)(6) 2019. The patient indicated that to resolve the issue, they turned off the unit. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. In 2014 the patient had an electrical motor situation which affected their stimulator/therapy. The patient was calling to inquire about compatibility considerations. Patient services reviewed information and recommended that their work contact technical services. No further complications were reported/are anticipated.